Manufacturer narrative:
The patient has a medical history of hypertension and atrial fibrillation. The index procedure was prompted by stable angina. During the index procedure 3 resolute onyx des were implanted in the cx and 4 resolute onyx des were implanted in the lcma. The mi occurred one day post index procedure ((B)(6) 2018). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted in the lad. Cec adjudicated non-q-wave mi (target vessel), 3rd udmi peri-pci of the lad.